Event description:
On 6/11/24, acorn reach out to customer to schedule service appointment. At this point customer made us aware that since the stairlift intermittenly reach the top charge station, his wife decided to walk up the stairs. As she was walking up the stairs, she lost her balance and fell. She was taken to the hospital where she remained and was treated for a broken right shoulder and broken pelvic bone.